Event description:
Customer reports receiving two false positive results when testing with the cue covid-19 test for home and over the counter (otc) use. This case is to document the second false positive result. See case-2022-0917-1 for alternate false positive result. Customer reports receiving a false positive result on an unknown date when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). On an unknown date, customer tested negative with two ihealth antigen tests and a binaxnow antigen test. Customer had no symptoms or known exposure. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test. Investigation could not be completed due to lack of information. Lot number or cartridge serial number were not provided.